Manufacturer narrative:
Monitor was returned for evaluation. The reported problem (check pad messages) was due to the black pulse wire in the connector being loose from the ca board to the defibrillator board. The root cause was physical damage. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying check therapy pad messages.